Event description:
Case reporter indicated a vns pt's generator and "her device was not working." According to the pt, the physician indicated there was an issue with the lead". Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.